Event description:
The hill-rom technician reported that the bed came to his shop because the brakes would not stay engaged. He found that the brake block bearings were worn out. He replaced the bearings, and the bed operated as designed. He said that there were no reported injuries from the hosp staff.